Event description:
User reported that their pump screen would not turn on, with the red led around the wake button flashing every 30 seconds, beeping, and vibrating once every three minutes. There was no adverse impact to the customer's blood glucose level. The pump was confirmed to be within warranty, and the customer was informed that it needed to be replaced. A replacement pump was shipped, instructions for storage and return of the problematic pump were provided, and a pre-paid label was issued for the return. Customer declined to share the type of backup therapy used to ensure continuous insulin delivery.